Manufacturer narrative:
Other, other text: all samples were received in good physical condition. During the evaluation of the returned products, a pull test was performed on each one and each product passed. No fault was found with the returned products. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that the end connection at the luer lock came off of the tubing on a smiths medical admin set. No adverse patient effects were reported.